Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio found that the device's battery was depleted causing the device to not power on. Physio replaced the battery to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Further root cause was not determined.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient involvement reported with the event.

Manufacturer narrative:
The customer received a warranty replacement. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient involvement reported with the event.